Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2005, the pt was implanted with a scs system. On (B)(6) 2010, the pt fell and subsequently lost stimulation. The pt tried charging the ipg, but the ipg immediately indicated that it was full. The ipg will not communicate with the programmer either. The pt was sent a new charger and programmer, but was unable to establish communication. On (B)(6) 2010, it was reported that the sales rep met with the pt and attempted to reprogram the ipg, but was unable to recapture the stimulation. An x-ray was taken and no anomalies were noted. On (B)(6) 2010, the ipg was explanted and replaced.